Manufacturer narrative:
The device was received and evaluation was completed. A device history review revealed no issues that could have caused or contributed to the reported issue. An event history log review was performed and confirmed that an infusion of fentanyl was programmed on (B)(6) 2018 at timestamp 5:18. Multiple rate changes were programmed and the device alarmed for an upstream occlusion at timestamp 19:40. The error was cleared and the infusion was resumed at timestamp 19:45. At timestamp 23:41 the device alarmed infusion complete. There are no events of "air-in-line!" During the reported infusion. The event history log review was completed and did not note any events that indicated and/or contributed to the alarmed air in line and undetected upstream occlusion. A visual inspection was performed and no abnormalities were found. The reported issue could not be reproduced during the device evaluation. The device was tested for upstream occlusion detection and passed. The device was determined to meet all product specifications related to the reported event. The reported undetected upstream occlusion was not verified. The blue slide-clamp can only be closed manually, and therefore user-induced. The infusion rate was last increased at 22:00hrs on (B)(6) 2018. Patients treated at intensive care units are closely supervised and monitored. No abnormalities were reported to have occurred since the start of the infusion on (B)(6) 2018 till 22:00hrs on (B)(6) 2018. The last audible alarm was reportedly triggered at 00:25hrs, potentially on (B)(6) 2018, when the user identified the closed blue slide-clamp. The blue side key clamp was clamped during the therapy, which led to an under infusion of the medication. Use errors and proper user instructions are addressed in ¿spectrum operator manual¿, which is shipped with every spectrum device. The manual instructs the user to confirm safe operation and to never operate the sigma spectrum infusion pump unless all the following safe operations are being practiced; ensuring that IV sets or container vents are properly functioning, that tubing clamps are in the proper positions and that tubing is free from kinks or signs of collapse outside the pump to prevent undetected upstream occlusions. Observing the drip chamber to verify that there is no flow from the fluid container when the pump is stopped. Ensuring the drip rate approximates the pump¿s flow rate during run operation. Ensuring correct patient, correct route and correct drug. Ensuring pump settings, for example; drug/concentration, dose mode, dose rate and time. Monitoring vital signs and IV access sites per facility¿s standard practice of care. Monitoring the infusion to ensure that the infusion is delivered as intended. It also provides step by step instruction for the proper set up of an infusion with the device. The device was not received for evaluation; therefore, a device analysis could not be completed. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed an air in line and failed to detect an upstream occlusion during therapy (dose, programmed amount and delivery rate unknown). The event occurred in the surgical intensive care unit (ICU). The patient was allegedly initiated on intravenous (IV) infusion of fentanyl. Reportedly, "pain was not controlled with original dosage throughout [the] night and all through next dayshift". The nurses titrated the fentanyl drip, with subsequent ineffectiveness of analgesia. The next day the rate of the fentanyl infusion was changed to 120mcg/hr at 15:45hrs, and to 190mcg/hr at 22:00hrs. Pain relief was still unsuccessful and the patient was described to be "writhing in pain" despite these changes. At 00:25hrs, presumably two days after the initial infusion began, the pump notified the user that the infusion was completed by generating an alarm. The nurse checked on the infusion and found it to be "running for 24 hours to be completely full" and observed the blue slide-clamp was closed. The nurse then hung the next infusion bag, opened the clamp and lowered the dose to an unreported rate. The complainant reported that the patient did not receive the expected dose of the medication. No additional information is available.